Event description:
Dexcom was made aware on (B)(6) 2025, that on (B)(6) 2025, the patient experienced a skin reaction. It was reported via stelobot that a skin reaction occurred. The biosensor was inserted into the back of the upper arm on (B)(6) 2025. On (B)(6) 2025, the consumer removed the biosensor when it stopped working. He noticed swelling and a bump at the site and thought it would go away. The symptoms included inflammation, an abscess, discoloration, and an infection at the puncture site. He had pain and burning sensations in the area. The swelling persisted and he consulted a healthcare provider (hcp) on (B)(6) 2025. The medical doctor numbed the area, incised, and drained the pus. A biopsy/fluid culture sample was sent for testing. No other tests were performed. The hcp prescribed an oral antibiotic (amoxicillin-potassium clavulanate) twice a day for a week. On (B)(6) 2025 at the time of the follow up call with the technical support representative, although the customer felt fine, he was still recovering because the insertion site was swollen and painful after the procedure. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).